Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has recommended that they discontinue byte aligner treatment, and recommended them to see a periodontist and orthodontist for aligment care. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.